Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a yellow alert had been generated for this system due to an out of range sensing measurement on the right ventricular (rv) channel. Additionally, there was a concomitant sudden spike in the rv pacing impedance measurements from 590 ohms to 680 ohms. The patient has chronic obstructive pulmonary disease (copd) and type ii diabetes. The caller was not clear about any changes in the patient's cardiac status. An x-ray was performed and the lead was found to have dislodged. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.